Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and after reviewing the error logs, the root cause was identified as a psm4 rfid initialization failure. The fse then replaced the patient side manipulator (psm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hiatal hernia surgical procedure, the patient side system (pss) had a repeating non-recoverable fault 31085 when it was powered on. The customer power cycled the pss but the issue remained, the technical service engineer (tse) then had the customer hard power cycle the pss with no change. The tse confirmed with the customer that the patient side manipulator 4 (psm4) led was different indicating it was the cause of the fault. The customer noted that the customer opted to move the case to the site xi system. The procedure was aborted with no patient involvement.